Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was intermittently unresponsive. There was evidence of contamination found under the up arrow, down arrow and contrast buttons. Evaluation also revealed that the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings: during investigation, a section of the keypad was found to be missing from the top of the keypad to the middle of the up arrow key. During testing, the contrast button was intermittently unresponsive, which has no effect on insulin delivery function. The keypad was removed and there was evidence of contamination found under the up arrow, down arrow and contrast key contacts. Evaluation also revealed that the display screen was dim and discolored. The audio bolus button was found to be torn at the center. The audio bolus button was intermittently unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).